Event description:
It was reported that during an eval conducted at the MFR, the drill began smoking. This event did not occur in a surgical environment, so there was no pt involvement. No user injuries were reported, and no other adverse consequences were alleged with this event.

Manufacturer narrative:
The device was received by the MFR and the complaint was confirmed. Per the quality inspection, the motor assembly failed which caused the internal winding to smoke. The motor assembly has been replaced to correct the failure of the device. Add'l worn components have been replaced in the service process as well as preventative maintenance and the device was returned to the customer.